Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation from the ucor hfams patch. The patient described the area as red under the patch adhesive only. There was no alleged device malfunction contributing to the irritation. The patient's physician recommended advised patient to not change the patch to keep the same patch on and not to change patch every 7 days. The outcome of the skin irritation is unknown.